Event description:
Report received from USA stating that the device was leaking oil. It is known that the event did not occur during surgery. It is unknown if there was patient or user injury or medical intervention. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).